Manufacturer narrative:
The reported field event of noise oversensing was not confirmed in the laboratory. The device was received with punched holes in the septum. The device was tested on the bench, and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-03632. It was reported that pacing inhibition due to intermittent noise oversensing on the rv lead was observed. The physician believed the device filter was the cause of noise oversensing. The device was too sensitive to the noise. The noise no longer occurred when using another device. The device was explanted, and the lead was capped on (B)(6) 2019. The new device and lead were implanted. The patient was stable.